Event description:
The customer reported that he received several motor error and no delivery alarm on the pump. Customer stated that he attempted to bolus to treat high blood glucose but he received repeated motor errors. Customer's blood glucose at that time was 258mg/dl. Troubleshooting was done. Advised customer that the pump would be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.